Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall-off test. The cause for not passing was isolated to an open white (drvn_gnd) wire in the trunk cable. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.